Event description:
Patient was admitted for removal of hardware. Pre-operative films indicated a broken screw. One of the screws inserted through the nail had broken as seen on x-ray. The nail and screw were removed in surgery. The patient was discharged home in good condition.